Event description:
It was reported that an inappropriate magnet response was observed on the device despite no magnet applied to the device. The patient experienced a fever, but it is unknown if it was related to the device or the reported event. The magnet mode was reprogrammed off and the device worked as expected. The device was explanted and replaced to resolve the event, and the patient was ins table condition.

Manufacturer narrative:
The reported event of inappropriate magnet response was confirmed. The device had normal output and normal telemetry. Functional analysis performed found inappropriate magnet response. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics, resulting in the reported event. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemaker equipment anomaly advisory issued by abbott on 10 oct 2023 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The reported event of inappropriate magnet response was not confirmed. The device had normal output and normal telemetry. Analysis performed did not identify any functional issues. A visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemaker equipment anomaly advisory issued by abbott on 10 oct 2023 for a subset of devices distributed and implanted outside of the united states.